Event description:
One touch verio test strips did not function properly. The error code from instruction manual was incorrect. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: blood sugar monitoring.